Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Manufacturer date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information that a tap instrument was damaged during the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.